Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 498 mg/dl. The customer had symptoms such as and treated with customer's blood glucose value was 373 mg/dl at the time of the call. Troubleshooting was performed. There were no leaks or air bubbles. The insulin pump passed the displacement test. The product will not be return for analysis.